Event description:
It was reported that when the surgeon opened the lead package, he noticed that the tip of the lead was curved. The surgeon then removed the guiding wire, thinking maybe it was the wire and the lead was okay, but then realized that the lead itself had the problem. The surgeon used another new lead instead. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis of the lead (lot # v937755) revealed that the lead was bent at the distal end.

Manufacturer narrative:
(B)(4).